Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7262933. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for damaged barrel. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no: 328411 batch no: 7262933. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the medication was leaking from the side of the syringe through a possible crack in the barrel. The following information was provided by the initial reporter: "consumer reported that the syringe is leaking from the side of the barrel, he said he believes that the barrel is cracked. Does not re-use, had three different occurrences, one last week, one yesterday and this morning, same lot and box. Lot # 7262933, product # 328411." This complaint is to capture the occurrence from "last week".